Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the lead in partial segments was returned to the manufacturer and analyzed and no anomalies were found. The defibrillation conductor was distorted and there was blood/body fluid (not obstructed.) There was blood/body fluid in the outer tubing overlay and the outer tubing overlay melted and had cosmetic environmental stress cracking (esc.) The outer insulation had cosmetic depression and there was blood in/on the helix/lobe mechanism (sleeve head.) There was blood in/on the helix/lobe mechanism; tip seal observation noted and there was apparent explant damage. Evaluation summary (B)(4): the distal segment of the lead was returned to the manufacturer and analyzed and no anomalies were found. The proximal conductor was stretched; the outer insulation had cosmetic environmental stress cracking (esc.) There was blood in/on the helix/lobe mechanism and there were apparent explant damage.

Event description:
It was reported that during removal of the right ventricular (rv) lead due to oversensing, the atrial lead dislodged. Therefore, the rv and atrial leads were removed and replaced with new leads. No patient complications have been reported as a result of this event.